Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): type 1b endoleak as a result of secondary intervention to treat another type 1b endoleak. On (B)(6) 2021, this 70-year-old male patient was urgently treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-38-167 and a distal zta-pt-42-38-173, starting in zone 2. Prior to the study procedure, the patient had carotid-carotid bypass on (B)(6) 2021. Imaging from the study procedure revealed patent devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak (manufacturer ref#: 3002808486-2025-00101). On the same date, the patient experienced an access site issue - occlusion of the right common femoral artery, treated on (B)(6) 2021 with a secondary intervention "thrombectomy cfa, sfa, patch-plasty and reconstruction¿. The event was noted as not related to the study devices, related to the study procedure with calcification of iliac arteries contributing. Imaging on (B)(6) 2021 and (B)(6) 2022 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak. On (B)(6) 2022, the patient experienced progression of ascending aortic aneurysm proximal to the study stent, treated with ascending aortic arch replacement (not considered si, and likely treated endoleak ia). The event was noted as not related to the study devices or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced a type ib endoleak, treated on (B)(6) 2023 with a secondary intervention - endovascular placement of a distal graft component (zta-44-125, lot # e4318049). The event is noted as not related to the study devices or procedure, related to the treated aortic disease, pre-existing condition, and patient anatomy, noting ¿previous ia endoleak progression of ascending aortic aneurysm and operation.¿ the event was ongoing as there was a post-operative type 1b endoleak on the zta-44-125. Imaging on (B)(6) 2023 revealed patent study devices, no thrombus, no device issues, and a type 1b endoleak. (This complaint) patient outcome: unresolved. There is a plan to extend distally.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref # (B)(4). Summary of investigational findings: this complaint was received from the post-market clinical study 17-13. On (B)(6) 2021, this 70-year-old male patient (patient ID (B)(6) was urgently treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-38-167 and a distal zta-pt-42-38-173, starting in zone 2. Prior to the study procedure, the patient had carotid-carotid bypass on (B)(6) 2021. Imaging from the study procedure revealed patent devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ia endoleak (current complaint). On the same date, the patient experienced an access site issue¿occlusion of the right common femoral artery, treated on (B)(6) 2021 with a secondary intervention ¿"thrombectomy cfa (common femoral artery), sfa (superficial femoral artery), patch-plasty and reconstruction¿. The event was noted as not related to the study devices, related to the study procedure with calcification of iliac arteries contributing. On (B)(6) 2022, the patient experienced progression of ascending aortic aneurysm proximal to the study stent, treated with ascending aortic arch replacement (not considered secondary intervention (si)), and likely treated the type ia endoleak (related complaint cn-(B)(4), FDA ref # 3002808486-2025-00178). The event was noted as not related to the study devices or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced a type ib endoleak, treated on (B)(6) 2023 with a secondary intervention consisting of endovascular placement of a distal graft component (zta-p-44-125, lot # e4318049, complaint device). The event is noted as not related to the study devices or procedure, related to the treated aortic disease, pre-existing condition, and patient anatomy, noting ¿previous ia endoleak progression of ascending aortic aneurysm and operation.¿ the event was ongoing as there was a post-operative type 1b endoleak on the zta-44-125 (current complaint). Imaging on (B)(6) 2023 revealed patent study devices, no thrombus, no device issues, and a type 1b endoleak (current complaint). On (B)(6) 2025, thrombus was detected specified which as zta-p/pt-. Study devices are still patent. Type 1b endoleak is still present (current complaint). Current complaint regards the type 1b endoleak that occured on the (B)(6) 2023 after implantation of zta-p-44-125. Per additional information, the plan is to extend distally. Device was not returned for evaluation. Endoleak and is a well-known adverse events associated with either the zenith alpha thoracic endovascular graft or the implantation procedure that may occur and/or require intervention. Review of the device history record gave no indication of the device being produced out of specification. An exact cause for the type 1b endoleak cannot be established based on provided information. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.